Event description:
It was reported that during a benign prostatic hyperplasia procedure the fiber broke. The case was completed using transurethral resection of the prostate. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not confirm fiber break. The glass cap can rotate independently metal cap, and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The are no breaks along length of fiber. The outer flow tubing open end exhibits minor scratch marks. No product problem was found. Based on the device analysis, the product complaint tip break could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a benign prostatic hyperplasia procedure the fiber broke. The case was completed using transurethral resection of the prostate. There was no reported clinical consequence to the patient.